Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated by multiple programmers or the latitude home monitor. Three magnet resets were attempted and were successful however this s-ICD still could not be interrogated. Three different programmers, three different wands and different rooms were attempted and nothing worked. Technical services (ts) discussed this s-ICD needs to be replaced. It was highly likely therapy is available however not guaranteed. When a device change out is performed ts mentioned to have a magnet placed over the device since it will not be able to be programmed off. A device return was requested. This s-ICD remains in service at this time. No adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. Additional information was received that this device was explanted and upon explant it would not stop beeping. A magnet was applied which changed the beeping slightly where it beeps for 11 beeps and then stops for 5 sec and then starts beeping again. Ts noted this was a boot loop symptom which is a telemetry component anomaly. This device is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated by multiple programmers or the latitude home monitor. Three magnet resets were attempted and were successful however this s-ICD still could not be interrogated. Three different programmers, three different wands and different rooms were attempted and nothing worked. Technical services (ts) discussed this s-ICD needs to be replaced. It was highly likely therapy is available however not guaranteed. When a device change out is performed ts mentioned to have a magnet placed over the device since it will not be able to be programmed off. A device return was requested. This s-ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated by multiple programmers or the latitude home monitor. Three magnet resets were attempted and were successful however this s-ICD still could not be interrogated. Three different programmers, three different wands and different rooms were attempted and nothing worked. Technical services (ts) discussed this s-ICD needs to be replaced. It was highly likely therapy is available however not guaranteed. When a device change out is performed ts mentioned to have a magnet placed over the device since it will not be able to be programmed off. A device return was requested. This s-ICD remains in service at this time. No adverse patient effects were reported.